Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sedr01 ipg implanted 2010 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the left ventricular lead was not stable. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.